Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported premature battery depletion and pocket pain at the site of their evoke closed loop stimulator (cls). Several months prior, the patient reported that they underwent an unrelated back procedure, during which the implanted scs system was exposed to electrocautery. The reported premature cls battery depletion is consistent with electrocautery damage. The patient requested to explant the evoke scs system instead of replacing the cls due to their continued pocket pain at the cls implant site. The evoke scs system was explanted.

Manufacturer narrative:
The device was not returned to saluda for analysis. The reported event of premature battery depletion following the electrocautery event was confirmed by review of device charging logs. The cause of the patient experiencing pain at their evoke closed loop stimulator (cls) implantation site couldn't be conclusively determined. The evoke scs system surgical guide states that patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. Temporary or persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in the evoke scs system surgical guide.